Event description:
The customer reported to corporate product surveillance regarding the interlink continu-flo set with 3 port manifold in which the luer lock collar will not budge to engage the luer lock collar. The customer said they have used this product for a long time and now the luer lock collar does not rotate independently from the male luer, it appears to be fused. This occurs where the male luer adaptor is connected to an unknown cannula. This has caused an unknown amount of disconnections causing leakage. This was reported to her by the anesthesia department. The product is able to screwed onto the catheter without the rotating collar, but then it disconnects. There has not been any patient injury or medical intervention necessary. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the sample for evaluation. The sample arrived in an opened over pouch unprimed. Visual inspection showed that the luer end cap/protector had been removed from the male luer and the spike tip protector was in place. An attempt was made to manually turn the collar of the male luer and failed. Closer visual inspection under a microscope showed that the male luer collar sleeve/tab appeared to have solvent bond residue between it and the luer shaft/body. The male luer collar was unable to be turned due to what appears to be solvent bond between the collar sleeve/tab and shaft/body. The root cause was due to the inadvertent application of solvent to the two piece luer lock assembly during production. The reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA. Corrections were taken in the form of a (B)(4), initiated on 11/4/11 for all batches with any remaining inventory in the field. (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.